Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported hospitalization due to low blood glucose. Customer was unresponsive. The blood glucose reading was 25 mg/dl. Customer treated with food and glucose tablets. Customer does not know what caused the low blood glucose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.